Manufacturer narrative:
Date of event: the date of the event is unknown device identifier was confirmed not available for evaluation. Based on information provided, kci is reporting this event as a potential user error. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. The physician did not document the number and type of dressing placed in the patient's wound, and the home care nurse only removed one piece of v.a.c.® granufoam¿ dressing during the first dressing change post emergency department discharge. Device labeling, available in print and online, states: dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On 02-sep-2020, the following information was reported to via medwatch (B)(4): in (B)(6) 2019 (specific date not provided), the patient underwent an incision and debridement, and the physician reportedly placed two pieces of a foreign material alleged to be v.a.c.® granufoam¿ dressings in the patient's wound. It was noted that the physician did not document the number and type of dressing placed in the patient's wound. Approximately three weeks later, the patient was admitted to the hospital for a confirmed unrelated condition, the wound care nurse discontinued v.a.c.® therapy, and the patient was subsequently discharged two days later with an alternate dressing regimen. The patient subsequently presented to the physician allegedly due to continual drainage, edema and erythema at the right groin site. The following day, the patient underwent a right groin exploration surgery which identified a retained foreign body allegedly "resembling" a v.a.c.® granufoam¿ dressing covered in granulation tissue. The patient was subsequently discharged. On the post-operative follow up approximately one week later, the physician noted the wound was healing well with no further issues. It was noted that the home care nursing documentation only noted removal of one piece of v.a.c.® granufoam¿ dressing during the first dressing change post emergency department discharge. The v.a.c.® granufoam¿ dressing identifier was not provided. The medwatch form noted the device was not available for evaluation, therefore a device evaluation and device history review could not be performed.